Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer received motor error and compromised force sensor system alarms. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to motor high current draw. The device had cracked reservoir tube lip and minor scratched display window.